Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2012. Patient reported blood glucose level was up to 26 mmol/l (468 mg/dl). Patient reported changing the accessories; no success. Patient stated took correction via the infusion device; no success. Patient reported taking correction via pen successfully. Patient reported getting blood glucose level under control by himself. Patient also stated the infusion device displayed an e8 (power interrupt) error message, e10 (cartridge error) message and the bluetooth-connection did not work. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result w10 were found in the history. The pump could not be paired with the dm. The pump could not be connected with the dm. A defect on the bluetooth module led to the problem. The error e8 (power interrupt) were found in the pump history. The mentioned e8 error is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the iu investigation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. History list: no e10 error were found in the event-history.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.